Event description:
Plaintiff states that she suffered from the following symptoms when she wore latex gloves: respiratory symptoms and hand irritation including hives and shortness of breath. She was later diagnosed as having type-1 latex allergy.